Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow of liquid during filling. The pharmacist could not continue to add drugs after adding 100 ml of drug solution, and the resistance of the fill port was high. This resulted in the filling being stopped. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between march 27, 2024 ¿ march 28, 2024. H11: the device was received for evaluation. During filling, evidence of leak (backflow) was observed from the fill port. However, evidence of fluid flow was observed from the flow restrictor. Subsequent examination revealed root cause of leak (backflow) was due to a glass fragment measured to be 2.50 square mm in size, stuck under the checkband. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The reported condition was verified. The cause was determined to be from user error from improper filling technique. Glass ampule used for filling the device without a filter can result in this type of event. It is recommended that a filter be used during filling per the product label (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.